Event description:
Two electrodes implanted during (B)(6) 2016 surgery were not positioned as planned, and could not be used for epilepsy diagnostics. Those two electrodes were explanted and two new electrodes were implanted on patient on (B)(6) 2016 surgery.

Manufacturer narrative:
Accuracy tests and visual inspection performed confirmed the rosa device was in specification. However, a defect of the head holder was identified during inspection. The most probable root cause for the electrode imprecision was undetected movement of the patient head during surgery, due to the defective mayfield head holder. The mayfield head holder is an accessory not manufactured by zimmer biomet.